Event description:
It was reported that during a lap chole procedure, the clips were firing but were not closed. Another device was used to complete the procedure. There were no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.